Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there is un-commanded motion. There was no patient involvement.